Event description:
The complainant reported that the roller clamp is not closing enough to allow a slow flow. The device was being used on a patient with poor ejection fraction in a percutaneous coronary intervention (pci) procedure. The patient received an unintended amount of heparinized saline (<500 ml). There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: the customer is not returning the suspect device f evaluation/investigation. A follow-up report will submit when the device evaluation is completed. Conclusions: a f/u report will be submitted when the evaluation is completed.

Manufacturer narrative:
Device evaluation: the customer is not returning the suspect device for evaluation/investigation. The complaint was not confirmed. A review of the device history record did not reveal any exception documents. Similar devices were tested and their performance evaluated. None of the samples tested exhibited any leakage after the clamp was closed. Without the actual device, it is impossible to determine a root cause for the reported failure. Unable to draw any conclusion. Evaluation method: performance tests performed. Other, device history record was reviewed, testing of similar devices was conducted. Results: unable to determine a root cause for reported failure. Conclusions: no conclusion can be drawn.